Event description:
Having extreme pain for years. Ever since I had the essure procedure back in 2001, menstrual cramps feels like I'm giving birth. Even mild cramping when I'm not on. Increased headaches, feeling flutters in abdomen.